Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead has experienced increasing pacing impedances measurements now at 2500 ohms. Sensing and thresholds remain stable. The patient does not pace. The physician opted to leave the lead as is for now, if pacing increases in the future, may placed new rate sensor if indicated. No adverse patient effects were reported. Subsequent information indicates that the pacing impedances remain high and out of range. There were concerns regarding daily measurements, as they all appeared to be exactly the same. Technical services (ts) discussed and requested a save to disk to be performed for evaluation. It was stated that this patient likely will not be evaluated in the clinic for approximately one month. As of today, no further information has been made available. Subsequent information indicated that an engineer review the impedance data and stated that the measurements do vary slightly during the week and that it appears that the lead impedance measurements are functioning properly. Ts discussed with the field representative that this is likely a lead issue and suggested that the next time the patient is in the office to perform manual pace impedance testing and consider a save to disk and memory dump if further analysis is wanted.

Manufacturer narrative:
As of today, the available information suggests these devices remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Subsequent information indicates that a save to disk was performed and analyzed by engineering. It was confirmed that the high rv lead impedence measurements were all greater than 2000 ohms. The high measurements were seen on daily, weekly averages and on the manual measurements. The daily and weekly manual measurements display were characterize as normal variability by engineering. The device has recorded no significant faults other than rv impedance and high rv intrinsic amplitudes. No unexpected resets have occurred. The device's shock and right atrial impedances appear normal. Disk analysis revealed that the impedance measurement functions are working as intended.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that the pacing impedances continue to be out of range. It was reported that the lead tip likely has a small fibrotic capsule formation on it. The lead will be replaced during the patient's upcoming bi-ventricular upgrade procedure.